Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported debris was noticed inside the syringes when the plunger was pulled back. To aid in the investigation, five photos were provided for evaluation by our quality team. The photos show syringes with no packaging blisters. The barrels have black specks that appear to be embedded. No other information could be obtained from the photos. A device history record review was completed for provided material number 309653, lot 3208287. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the physical sample analysis, a probable root cause could not be offered.

Event description:
Mat#:309653 batch#:3208287. It was reported by the customer that when opening a package today, they noticed debris inside the syringes, in the barrel when the plunger was pulled back. Verbatim: rcc received a complaint via phone. Pir attached. Material 309653, lot 3208287. Customer reported that when opening a package today, they noticed debris inside the syringes, in the barrel when the plunger was pulled back. Issue noticed 03-oct-2023 customer does have the product to return back for evaluation. 16 oct 2023. I do have some pictures. Please see attached

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
Mat#:309653. Batch#:3208287. It was reported by the customer that when opening a package today, they noticed debris inside the syringes, in the barrel when the plunger was pulled back. Verbatim: rcc received a complaint via phone. Pir attached. Material 309653. Lot 3208287. Customer reported that when opening a package today, they noticed debris inside the syringes, in the barrel when the plunger was pulled back. Issue noticed 03-oct-2023. Customer does have the product to return back for evaluation.